Event description:
It was reported to baxter (B)(4) that one (1) folfusor lv5 device was observed leaking from the top of the device during filling. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one used unit was received by baxter for evaluation containing no fluid in the bladder. A leak test was subsequently performed on the unit. During filling, leak was detected at the junction of the tubing and the stress-member. No other source of leak was found during testing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.